Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated.

Event description:
It was reported that the patient was seen in (B)(6) 2004 for the activation of the external equipment. At that time, the patient did not notice anything at all with the implant. A few days later, patient could not hear anything at all. Patient went to visit their acoustician to have their audio processor checked. The acoustician found the ap to be functioning properly.